Event description:
As reported by a field clinical specialist, it was a case of 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, there was resistance during insertion of the delivery system, which was attributed to difficulty passing through calcification in the distal abdominal aorta. Attempts were made to alter the trajectory by pushing and pulling the delivery system within the sheath; however, no change was achieved. Despite the resistance encountered, advancement continued, and the delivery system subsequently passed by forcefully exiting the sheath. The event occurred when the delivery system reached the tip of the esheath. The esheath was torqued during the procedure. No difficulties were reported during delivery system withdrawal or esheath removal. Upon removal, distal tip damage to the esheath was observed. No patient injury was reported.

Manufacturer narrative:
D.4 UDI (B)(4). The investigation is ongoing.